Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, the blue fiber cable was ruined and was not possible to connect it. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was rescheduled and performed the following day.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed a clear mechanical break at the terminal connector and replaced the blue fiber cable (bfc) to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to damage during use, which may result from straining or rolling over the blue fiber cable when the user forgets to disconnect the system cables prior to moving subsystem components. This issue can be resolved by replacing the blue fiber cable.